Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose value of 400 mg/dl. The customer reported bent cannulas on three sets from two boxes with the same lot number. The customer stated that cannula was bent on half of length. The customer reported drive support cap to appear normal. The insulin pump was not returned for analysis.